Event description:
It was reported that the device posted an alarm shortly after the beginning of the surgical procedure and shut down automatic ventilation. Ventilation support for the patient was continued maually. No health consequences were reportedly resulting from the event.

Manufacturer narrative:
The device was checked on-site. The dispatched dräger service engineer ran a self-test with the device which was not passed due to a deviation with the ventilator unit. The log file was analyzed by the manufacturer. It could be revealed that the concerned procedure was started in manual ventilation with switchover to pressure mode about six minutes later. Almost immediately afterwards the supervisor function of the device detected a wrong motor position and forced a shutdown of automatic ventilation. The shut-down was accompanied by a corresponding alarm. The log file entries confirm the reported observations. An in-depth evaluation of the replaced motor unit was not considered necessary - evaluation of earlier reported similar events revealed that wear-and-tear related abrasion of the collector disc had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes. Speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. As confirmed for the particular case, manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after almost 16 years of use; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.